Event description:
Boston scientific received information that after this left ventricular (lv) lead was implanted, the patient experienced diaphragm stimulation. A chest x-ray revealed that the lv lead had pulled back slightly from the original implant position; however, it was still well within the lateral branch of the target vessel. The field representative was called back to the hospital and performed lv lead testing in all the configurations. The device was then reprogrammed after the best configuration that avoided diaphragm stimulation was determined. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lv lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.